Event description:
Patient has an ongoing issue since the start of treatment (B)(6) 2024 in which her pump keeps malfunctioning and timing out from the network, so she is not able to get her insulin properly injected due to the pump malfunction. She has repeatedly reported the issue to the company and has had no success getting the issue resolved.